Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received initial scan result of 396 mg/dl on the adc device compared to glucose reading of 42 mg/dl obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The customer received second scan result of 304 mg/dl on the adc device compared to glucose reading of 91 mg/dl obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The customer received third scan result of 296 mg/dl on the adc device compared to glucose reading of 114 mg/dl obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.